Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type catheter. Patient code (B)(4) applies to the catheter. Device code (B)(4) applies to the catheter. Eval code-conclusion code applies to the catheter.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl with an unknown dose and concentration via an implantable pump for non-malignant pain and pancreatitis. It was reported the patient had their pump/battery changed due to longevity. It was noted that during surgery they realized the catheter was kinked. The catheter was changed to a high rise catheter. No symptoms reported. Event date was noted as (B)(6) 2015. No further complications were reported/anticipated. There was additional information reported that was not relevant to this event and therefore was omitted; see pe (B)(4) leak, headache, nerve issues.